Manufacturer narrative:
One device was returned for evaluation. The device was examined visually and the complaint was confirmed. No definitive root cause could be determined however, it is attributed to the manufacturing process. A review of the complaint database was performed and no similar complaints for this lot number were found. A review of the device history record was performed and no exception documents were found. Corrective actions are in process.

Event description:
The account reported a foreign object inside the fluid path of the non-sterile syringe. This was identified on incoming inspection and was not sent to a user facility.